Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod. The patient attempted to bolus for treatment but the bg levels did not decrease. The patient felt nauseous, weak and light was hurting her eyes. The ambulance was called and the patient was transported to the hospital. The pod was removed and placed inside of a bag. The patient's father stated the cannula appeared bent. The patient's father was unable to provide information regarding the treatment provided at the hospital. The patient was discharged after 3 or 4 days. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Patient's parents provided additional information on 18mar2025. Section b5 - describe event or problem updated with new information provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod. The patient attempted to bolus for treatment but the bg levels did not decrease. The patient felt nauseous, weak and light was hurting her eyes. The ambulance was called and the patient was transported to the hospital. The pod was removed and placed inside of a bag. The patient's father stated the cannula appeared bent. The patient was treated with insulin utilizing intravenous therapy and was discharged from the hospital after 2 days.